Event description:
It was reported that the instrument fractured. No harm, impact, or patient involvement reported. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Visual examination of the provided picture identified the threads have broken. Device not returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.